Manufacturer narrative:
(B)(6). The lot was manufactured between september 22, 2018 and september 24, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set had leakage found from the pump connector. This issue was identified before patient use. There was no patient involvement. No additional information is available.